Event description:
Reporter called stating she has rec'd the er1 message in the past. Reporter checked the confirmation dot and noted it as dark but did not compare it to the color chart. Reporter did not use control solution.